Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5090227); since the problem code is not contained on that form, select fields in section user facility have been populated by the manufacturer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis did not reveal any alarms recorded at the time of the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Visual inspection of the attached segment of the driveline cable returned for analysis did not reveal any damage to the driveline sheath or blood within the driveline cable. Internal pathological report revealed no evidence of thrombus within the device. The reported event was confirmed via visual evidence provided by the site which revealed blood in the driveline cable. Of note, the portion of the driveline with evidence of blood ingress was not returned for evaluation. An isolation of blood servicing procedure was not performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, a possible root cause of the observed blood in the driveline can be attributed, but not limited to damage via cut or nick of the pump¿s driveline outer sheath. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced blood in the driveline five days post-implant. It was also stated that the blood reached about nine inches away from the driveline end connected to the controller. There were no alarms. The driveline dressing was removed and the driveline cleaned, however no tears or punctures were visualized. The ventricular assist device (vad) was exchanged. No patient complications have been reported as a result of this event.